Event description:
Account alleged that a nurse was concerned about the siderail not latching properly on this bed.

Manufacturer narrative:
Technician checked the siderail and the siderail functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.